Event description:
The patient was implanted with her scs system on (B) (6) 2007. It was reported that the patient said the ipg location was painful and bothering her. During the revision the leads were found to be coiled on top of the ipg charging coil and there was an indentation of the lead bodies on the charging coil surface. It was also reported that there was a burn or scratch on the charging coil surface. The physician replaced the ipg. Follow up on the patient found that she had her system removed. It was reported that she had an allergy test and was allergic to a component of the ipg.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.